Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The device was evaluated where it was confirmed he tissue pad of the grasping section was intensively worn away. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the peeling of the tissue pad occurred by the following mechanism: ultrasonic energy was delivered with no tissue present between the closed grasping section and the distal end of probe. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor the field performance of this device.

Event description:
As reported for this event by the olympus representative, during a therapeutic myomectomy procedure, the teflon pad of the device separated and lifted away from the jaw of the device. The procedure was completed with another similar device. There was no reported harm or adverse impact to the patient. The device was inspected before use with no abnormality noted. Settings at the time of the event was seal and cut mode 2.

Manufacturer narrative:
The device is returned but the device evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.